Manufacturer narrative:
During preventive maintenance on january 8, 2020 and during functional testing, the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. The root cause of the error message issue was due to brake gap out-of-specification in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in january 2011 and is 9 years old, well beyond the expected serviceable life of 5 years. Brake gap was adjusted to manufacturing specification to remedy error message. Unrelated to the "system error, out of service, revert to manual CPR", a cut patient wire restraint was observed on the autopulse platform during visual inspection. This issue is likely due to user error. The top cover was replaced to remedy the cut wire restraint. Also observed, damaged load plate cover. This physical damage on the autopulse platform is likely attributed to mishandling. The bottom cover was replaced to remedy the damaged plate cover. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During preventive maintenance on january 8, 2020, the returned autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " during functional test.